Manufacturer narrative:
Please refer to the attached analysis report. Field event corrected.

Event description:
During a ventricular lead replacement procedure, the silicone cover of the subject device was detached from the header when connecting the new lead to the device. The device was explanted.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during lead replacement procedure, the header of the subject device was separated from the can when connecting the new lead to the device. The device was explanted.